Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the cheek with juvéderm® voluma¿ xc and in the jawline with juvéderm® volux¿ xc. A month later, the patient experienced ¿hard lumps¿ along the jawline that were ¿painful to the touch and very red.¿ the juvéderm® volux¿ xc was dissolved; the juvéderm® voluma¿ xc remained unaffected. Event status is unknown. This file captured the juvéderm® volux¿ xc.